Event description:
It was reported that the patient was experiencing burning pain and significant tenderness at the ipg site. It was also noted that the ipg was constantly turning off and was having issues despite multiple reprogramming's. The patient was given medication for pain. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to covid protocols of the surgery center.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 19751350.

Event description:
It was reported that the patient was experiencing burning pain and significant tenderness at the ipg site. It was also noted that the ipg was constantly turning off and was having issues despite multiple reprogramming's. The patient was given medication for pain.